Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last 2 months the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent ipg replacement procedure and was doing wells operatively. The explanted ipg was not return per physicians preference.